Manufacturer narrative:
Concomitant products 3058, interstim ipg implanted: (B)(6) 2012, 3889-28 interstim lead ,implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.